Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump and a fingerstick showed low glucose values of 49 mg/dl and 56 mg/dl, respectively, over about an hour, after the user announced a usual dinner meal; the user treated with oral carbohydrates (gummies, 17 g) and glucose rose to 124 mg/dl by end of the call. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of oral glucose administration, with serious injury or illness reported. Investigation included communication with the user and analysis of information provided by the user and clinical team. Investigation of this case revealed no device findings due to insufficient information, and a factory reset was not indicated; and the device component involved could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.